Event description:
It was reported that during implant, there was oversensing and noise seen with the right ventricular lead following the second defibrillation test (dft). It was noted that the pace/sense pin of the lead was fully engaged in the device header, the impedances were normal and stable and that oversensing had not been seen since the test. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing with ventricular (non-sustained tachycardia) nst equaling 180 ms average v-cycle on (B)(6)2011. Ventricular fibrillation less than equal to 200 ms average v-cycle on (B)(6)2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.